Manufacturer narrative:
Follow-up #1 date of submission 11/06/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment cracked from the opening down to the division line.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked damage casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.